Manufacturer narrative:
Additional information: section d.6a. An x-ray confirmed migration after the repositioning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient underwent electrode repositioning on (B)(6) 2025. The electrode lead has reportedly partially extruded from the round window. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has fully recovered and is using the device. The recipient will be followed per center protocol. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.